Manufacturer narrative:
(B)(4). The investigation was completed on 10/25/2013. Two burned components found on the battery contact board were determined to be the likely cause of the batteries becoming hot to touch. Two additional component failures were discovered during failure analysis, which caused analyzer failures unrelated to the initial complaint. The analyzer was returned with signs of drop damage, and it was concluded that the multiple component failures were likely caused by impact.

Event description:
On (B)(4) 2013, abbott point of care (apoc) was contacted by a customer who reported that the batteries in analyzer sn (B)(4) got hot to touch. The customer states that the analyzer emitted burning smell but there was no visible smoke. The battery was replaced but the analyzer would not activate. Apoc suspects a component a failure within the analyzer circuitry, however, is not likely to lead the batteries to become uncomfortably hot to touch in the area of the battery compartment when using the updated red fused battery carrier (red-fused) or a re-chargeable battery pack. In this case, the customer was using a re-chargeable battery pack. Based on the information available, there were no user or patient related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).